Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens in both eyes. This report is regarding the crystalens implanted in the left eye. Approx four weeks postoperatively the lens was explanted and replaced with a different iol. The surgeon found there was inadequate accommodation and a refractive error. The pt's preoperative bcva was 20/20 with mr -3.00 -0.75 x 175 and ucdva was 20/400. Postoperatively, the pt's bcva was 20/20 with mr +1.25 -0.25 x 030 and ucdva was 20/80. The pt's current bcva is 20/20 with mr -0.50 -0.50 x 015 and ucdva is 20/40. According to the surgeon the pt's visual outcomes prognosis is excellent. Reference MDR #2031924-2010-00223.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Root cause: according to the surgeon, the most likely cause of the event is refractive error and unrecognized difference in diameter of lens model causing hyperopic outcome. (B)(4).